Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter an issue occurred during a laparoscopic lower anterior resection. While resecting the rectum the stapler fired producing an incomplete staple line for two different kinds of reload. The surgical time was extended more than 30 minutes due to having to replace the reloads. The case was completed using a new reload. The patient status was unknown.